Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: during investigation, the black box showed evidence of cs 052/054 errors on (B)(6) 2017 and (B)(6) 2017. The pump was found to intermittently power on with the returned battery cap. Evidence of moisture contamination was present inside the battery compartment. A test battery cap was used for all testing. A 24 hour basal program was run with a test battery cap. No reboot, loss of power, or call service alarms were duplicated. The pump¿s case was removed, with no evidence of additional moisture found inside the pump. A cs 052/054 sleep error was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.